Manufacturer narrative:
(B)(4).

Event description:
No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the event of a pairing failed making this complaint reportable. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/01/2017, that on (B)(6) 2016, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the event of a loss of connection making this complaint reportable. A root cause could not be determined via data.